Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a lead safety switch (lss) was triggered for this system due to an unknown out of range pacing impedance measurement on the atrial channel. Noise was also noted on the atrial channel. The device was evaluated in clinic and normal measurements were observed. A boston scientific technical services consultant documented the reported clinical observations. The lss was reset and the physician will continue to monitor the patient. No adverse patient effects were reported.